Event description:
It was reported that the patient experienced a csf leak during implantation. The csf leak was repaired. The patient was successfully implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The csf leak was repaired. The patient was implanted. This is the final report.